Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after receiving a vibratory alert for non-sustained right ventricular oversensing. It was noted that the implantable cardioverter defibrillator was oversensing post paced t waves. The device was reprogrammed. The patient was not symptomatic due to the event.